Event description:
As reported by our (B)(6) affiliate, post deployment of a 26mm sapien xt valve in the native mitral valve, the sapien xt valve started to ¿creep¿ towards the left atrium. A second 26mm sapien xt valve was deployed to stabilize the first valve. During the transapical mitral valve replacement procedure, an ascendra+ (asc+) delivery system (ds) was prepared with 2cc less than nominal volume to accommodate the mitral valve size and large amount of calcium present. Mitral valvuloplasty was performed to check alignment and sizing. The sapien xt valve was positioned and deployed 50:50 in the mitral annulus. Valve placement appeared to be ideal, however the valve started to creep towards the left atrium. Post dilation was performed with an additional 3cc of volume, but the valve had moved too far into the atrium to be stable. A second valve was prepared with an additional 1cc added to the ds. The valve was successfully deployed within the first valve, resulting in trace to mild mitral paravalvular leak (pvl) and a final mean gradient of 7mmhg. Both valves were stable. It was perceived that the first valve was undersized. The patient¿s native mitral valve area measured 450mm2 by CT and a large amount of calcium was noted.

Manufacturer narrative:
At this time, the thv is not indicated for use inside a native mitral valve, and there is no guidance in the thv training manual on usage of a sapien xt valve within a mitral valve. Testing performed by edwards documents the phenomena of high placement of the thv in a native aortic annulus, which would be relevant in the scenario of a thv in a mitral valve, as well. Inaccurate deployment (too high or too low in the mitral valve) could result in clinically significant hemodynamic compromise, implantation of a second valve, embolization of the valve, and/or may require additional intervention to secure or remove the valve. In this case, it is possible that procedural factors (undersizing of the valve and less than nominal volume used for deployment) and patient factors (large amount of annular calcium) contributed to the event. A second valve stabilized and secured the first valve.